Event description:
Legal counsel for patient initially reported that patient underwent bilateral total hip arthroplasties on (B)(6) 2005 and (B)(6) 2006 and that the patient allegedly suffered subsequent personal injuries. Additional information received from patient's legal counsel indicated that the procedure on (B)(6) 2005 was for the left hip and the procedure on (B)(6) 2006 was for the right hip. Patient's legal counsel further alleges that a revision procedure was performed on (B)(6) 2011 due to patient allegations of pain and adverse tissue reaction. There has been no reported revision for the right hip. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: ¿material sensitivity reactions.¿ ,and ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ this report is number 4 of 6 mdrs filed for the same patient (reference 1825034-2013-05024/-05025/-05440/-05441/-05442/-05443).

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.

Event description:
Legal counsel for patient initially reported that patient underwent bilateral total hip arthroplasties on (B)(6) 2005 and (B)(6) 2006 and that the patient allegedly suffered subsequent personal injuries. Additional information received from patient's legal counsel indicated that the procedure on (B)(6) 2005 was for the left hip and the procedure on (B)(6) 2006 was for the right hip. Patient's legal counsel further alleges that a revision procedure was performed on (B)(6) 2011 due to patient allegations of pain and adverse tissue reaction. There has been no reported revision for the right hip. This report is based on allegations set forth in patient¿s complaint and the allegations contained therein are unverified. Additional information received in patient¿s revision medical records noted the left hip revision was due to pain and osteolysis. Medical records further noted the presence of fluid and a pseudotumor. The modular cup was removed replaced. The acetabular cup was removed and replaced with a competitor¿s component.